Event description:
Pt had syncope in 1992 due to hypersensitivity of carotid sinus revealed through carotid massage. Atrial lead has now been recalled. Pt. Had atrial lead reprogrammed to unipolar pasing and sensing, during pt. Winter in arizona. Here now for definitive surgery.